Event description:
During deployment of a 3-mm x 8-cm mcs hypsersoft helical coil, the accessory target excelsior sl-10 micro-catheter lost placement in the aneurysm. The physician made multiple passes in an attempt to access to the aneurysm. The coil broke in the micro-catheter and stretched. A snare was used to remove the coil causing the coil to stretch further. There were no pt complications.